Event description:
Customer reported to beckman coulter, inc (bec) that wash buffer was not being drawn up into the immage immunochemistry system. Customer reported that the syringes were empty. Customer reported that there was some fluid leakage around the reagent carousel area. Customer reported that the fluid leak was contained in the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the internal wash bottle was empty. The fse found the wash filled pump was indicated as disabled on the status monitor screen. The fse enabled the pump in the diagnostics, and the bottle filled without issue. The fse primed multiple times and the bottle was refilling normally when the lower float was triggered.

Manufacturer narrative:
(B)(4).